Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portions of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log files; however, thrombus was confirmed via the evaluation of the device the pump was returned assembled with the driveline (dl) cut approximately 5¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft bend relief and outflow graft were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump upon disassembly revealed a small, pink thrombus formation surrounding the inlet stator¿s bearing cup, obstructing less than 10 percent of the blood flow path. The lamination of this formation indicates that it likely formed over an undetermined period of time while vad-54322 was supporting the patient. A specific cause for the formation of this deposition could not conclusively be determined through this evaluation. This deposition would not have contributed to the pump stop events recorded in the submitted log files. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2018 under work order 54249. Approximately 19¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Damage to the silicone jacket was observed 2.5" from the metal connector. The clear bionate appeared unremarkable. Shield breakdown was observed 2.5¿ and 9¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The driveline segment of the returned pump was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket, clear bionate, and metal braided shield appeared unremarkable. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires.

Event description:
During the investigation of the returned product, both device thrombosis and silicone jacket damage were observed.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient received a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Approximate age of device (age of device: 4 years, 5 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's log file was received. During the analysis, pump stoppage events were observed while the patient was attached to batteries and the power module. The account reported that the patient had a external driveline replacement done on (B)(6) 2018. After the driveline replacement, the patient had another pump stoppage event while stable in the ICU. Log file analysis confirmed the pump stoppage event and speed drops greater than 200 rpms while the lvad was connected to the power module. The patient is placed on an un-grounded cable. The account communicated that the patient could receive a pump exchange. No additional information was received.